Event description:
It was reported that the power went out in the patient's home and the ventilator did not alarm (visual or audible). The patient was allegedly without ventilation for approximately 10 minutes. The patient had not been switched to a back-up ventilator. Patient was manually ventilated and sent to the hospital. The patient now has apparent brain damage.